Event description:
PICC was in place for 30 days, when it was found leaking at connection of hub to catheter. The catheter was removed.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.